Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmission with episodes of non-sustained ventricular oversensing due to suspected myopotential oversensing. The patient was brought into the clinic for further evaluation. The noise was reported to be reproducible with isometrics/coughing. Programming changes were made and isometrics were repeated, which appeared to have resolved the issue. The patient was asymptomatic throughout the check.